Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient's smart device was not pairing with the transmitter. Patient confirmed on the smart device that the transmitter ID was entered correctly, the correct application was installed for the smart device and wi-fi was disabled; patient confirmed that there were no products present that could cause interference, and the transmitter was properly installed. Dexcom representative advised the patient close and re-open the application which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 02/22/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.